Manufacturer narrative:
(B)(4). On (B)(6) 2022 customer alleged received sensor glucose vs. Blood glucose. Following our receipt of the one returned used sensor and performed a visual inspection to one random sensor and checked for physical damage and none was found(under naked eye) then performed continuity resistance test to verify (open trace),electrical interruption in the sensor circuit and sensor failed per specification place sensor under microscope and found sensor contact pad damage(tear, holes)see attached picture files. In summary the customer complaint of sensor glucose vs. Blood glucose event could not be confirmed. Found sensor with physical damage. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the sensor glucose was not suspended due blood glucose and sensor glucose values. Customer stated that insulin pump had pump error alarm and shut downed without any warning. No harm requiring medical intervention was reported. The device was returned for analysis